Event description:
The customer reported the nurse spiked the mini-bag and programmed the flo-gard infusion pump, to have the bag run dry. They do this by programming the vtbi (volume to be infused) to be greater than the amount of solution bag. When the pump completed the infusion and ran the bag dry, the nurse either discovered or was alerted by the patient's family member to the empty bag. The bag and upstream tubing were found empty. Fluid is still present in the downstream tubing and appears to be "pulsating". Blood is also pulsating at the patient IV site. The pump did not alarm at this point. The nurse removed the tubing from the pump and discovered the tubing is empty and flat. There was no patient injury or medical intervention associated with this report. This condition occurred while administering famotidine to a patient from the 50ml mini-bag viaflex, product lot number p230482, in 2009. The customer believes this issue is related to use of this 50ml mini-bag since they began experiencing this issue, upon introducing this product into their process. This condition only occurs with mini-bags that are not pre-primed by the pharmacy. No additional information is available.

Manufacturer narrative:
Baxter has not received the device for evaluation. The customer stated the device will not be returned to baxter for evaluation. A follow-up report will be field if additional information becomes available.